Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the main board was not seated onto the extrusion grove and was the cause of the reported issue. Service installed the main board onto the extrusion to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during use, a smiths medical medfusion pump exhibited motor error. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information revealed event of alarm occurred during use of newborn baby. No adverse events occurred and issue was reported resolved.